Event description:
It was reported that the pump had started to erode through the skin. The pump was explanted. The pump was used to deliver hydromorphone, bupivicaine, fentanyl and clonidine. The pt outcome was reported as recovered without sequelae.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.